Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the eii¿s lower jaw. The rest of the needle is jammed inside the shaft of the expressew ii. Hence this complaint can be confirmed. Upon closer observation, it appears that the lower jaw and the upper jaw have been slightly deformed. When the device is operated, the jaws do not fully open at once. The ratchet button on the ratchet latch assembly has to be released more than once for the jaws to fully open. It has been found that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. The failure of this device can be attributed to fair wear and tear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during shoulder repair , it was observed that the customer's expressew iii needle broke mid-shaft inside their expressew ii suture passer and became jammed. The surgeon completed the procedure without the gun with no patient consequences but with a 15 minutes delay. The sales rep confirmed that nothing broke off or fell inside the patient. The sales rep could not provide how many times the gun was fired but reported it was a one anchor repair. The sales rep reported that the surgeon was using orthocord for the repair. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.